Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 continuously fails. The field service engineer reseated the row ribbon cable and tightened hard stop screw for all half height cubie drawers on the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the main drawer 2.1 was failed. The customer stated that this malfunction occured while dispensing medication to the patient and caused a delay. There were no adverse events or injuries reported based on this incident.